Event description:
Facility rn reported the pt has experienced many difficulties with the del-clamp since 12/97. After applying the clamp, the solution continued to flow. Will get a record review of all lot numbers pt has rec'd since 11/97 (lot # for this pir is 7103012). Pt is on antibiotics, however all cultures are negative. Four used samples are available for examination as well as 1/2 case of unused samples. [Additional lot numbers to be reviewed 7083013, 7113003: these were the five lot numbers delivered to the pt since 11/97].